Event description:
It was reported that the customer had been getting high blood glucose levels. Customer stated that she changed the site and the insulin, but it is not working. Customer raised her basal rates and thinks the pump is running slow. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.